Event description:
It was reported that during a lobectomy procedure, the device did not staple. It was not reported how they completed the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.